Manufacturer narrative:
The insulin pump had no unexpected button error alarms noted. However, the insulin pump had an intermittent button response on the esc and act button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at display window corners, completely broken off reservoir tube lip, missing reservoir tube o-ring, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. The insulin pump was not replaced or returned for analysis.